Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with fingerstick blood glucose values reported at 255 mg/dl and later 200 mg/dl, and with another reported value of 282 mg/dl; the user reported no ilet delivery alerts, and the infusion site felt abnormally warm, prompting an infusion set change with confirmed drops and insulin delivery resumption. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution efforts through site troubleshooting and education. Investigation included phone-based troubleshooting, infusion site inspection guidance, confirmation of insulin flow, and device-use education. Investigation of this case revealed suspected infusion site issue or reduced insulin absorption at the prior site, with no evidence of device alarm or delivery malfunction reported and infusion set function restored after site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion site¿related issue rather than a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.